Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported not having optimal vision following an intraocular lens (iol) implant procedure. The patient states that he only has 67% of his vision currently in the operated eye. He was prescribed glasses. Due to history of refractive surgery, the surgeon was unable to calculate the iol power accurately. The patient complains of halos and rings of light at night that causes discomfort when he drives. Additional information was provided that the consumer experienced continuous headaches. He also notes halos around car lights at night .